Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: etlw1613c199ee, serial/lot #: (B)(4), ubd: 10-jan-2020, UDI#: (B)(4). Product ID: etlw1620c156ee, serial/lot #: (B)(4), ubd: 02-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a ruptured abdominal aortic aneurysm of unknown size. It was reported that the patient was admitted emergently and received treatment with the implantation of an endurant ii stent graft system. It was reported that the surgery went well but the patient expired 10 hours post the index procedure. Per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported, and the patient has expired.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
As per the physician, there was no problem with the procedure or the device which would have lead to the patients death. No additional relevant information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.